Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was/is capsular contracture baker grade ii-iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported capsular contracture baker grade ii-iii of the left breast implant. Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, crease fold and yellow biological tissue on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.2., d.10., g.1., h.3., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported capsular contracture baker grade ii-iii of the left breast implant. Device was explanted and replaced with non-allergan device.